Event description:
The patient was implanted with an scs system. It was reported on (B)(6) 2008 that there was a lead migration due to lead anchor possibly not holding correctly. The lead anchor was explanted and returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed and a nonconformance was found related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. The anchor returned appears to be in good condition. In lab, the anchor was tied with 2.0 - suture in a fixed position with a test lead and the anchor held the lead as designed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.